Event description:
It was reported that a large volume intermate leaked into the housing of the device and shipping box. This occurred before use. The device was filled with 90 mg of pamidronate in 250 ml of 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device was manufactured from july 14, 2014 to july 15, 2014. The device was received for evaluation in a package. A visual inspection was performed and noted fluid inside the package that contained the unit. After the unit was removed from the package, the cause of the fluid inside the package was determined to be untightened "blue winged" luer cap. Functional leak testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.